Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
A third party reporter alleged that an olympus cyf scope was damaged after processing in the sterrad nx system. The damage described was that the scope was blown up. The reporter contacted asp to obtain information about processing the scope. Customer contact information was withheld. The reporter stated that he would ask the customer to contact asp. The asp customer care representative reviewed the information found in chapter 4 of the sterrad nx user's guide that addresses the special considerations on the processing of flexible scopes in the sterrad nx. At this time, the customer is unknown, the sterrad nx serial number is not identified, the reported damage is unconfirmed, and it is unknown if there were any injuries due to this event. The age and usage of the olympus cyf scope is also unknown.

Event description:
It was reported that the device was explanted after an implant duration of approximately 97.3 months, due to unknown reasons. No further details were provided. Ipr data indicates the device is a 2700, 23mm, implanted in on (B) (6) 2002.

Manufacturer narrative:
X-ray. This event was determined to be reportable per edwards lifesciences procedures. The event was learned via telephone call from (B) (4) sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.